Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that system was not booting up. Upon troubleshooting, fse found that hard drive was faulty in flex vision pc. The part (flex vision pc) returned for analysis and failure was not confirmed. To resolve the problem, fse replaced the flex vision pc. After replacement of flex vision pc, system returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.